Event description:
On (B)(6) 2018, the (daughter) reporter for the patient (mother) contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca). The reporter detailed that the alleged issue first began on (B)(6) 2018, 1:42pm the patient obtained an alleged glucose result of 308 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The reporter stated that the patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine in response to the alleged product issue. The reporter stated that on an unspecified time ¿the next day¿ the patient developed symptoms of ¿lack of energy and slurred speech¿. The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The reporter confirmed that the test strips were stored correctly and within expiry date. The patient did not have control solution to performed a control solution. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.